Event description:
It was reported that the 9800 system had a physicist discrepancy of the image was not uniform. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and beam were aligned during the service call. The system was tested and found to be working as intended, and put back into service.